Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the programmer would not power up even after replacing the batteries. The patient also reported that they were having tightness and pain all over and it has been getting worse so they wanted to check their settings. No further complications reported and/or anticipated at this time.